Manufacturer narrative:
Of the 5 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a display issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-75 years of age and between 121 and 175 pounds. Of the reported patients, 2 were male, 3 were female, and 0 were unknown.